Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was returned for evaluation. The sapien 3 ultra valve was returned crimped on the proximal inflation balloon of a 26mm commander delivery system. During visual inspection, four bent struts on the inflow of the valve were noted. The valve was expanded and the four struts remained bent. The valve profile was deformed/distorted. All struts were exposed through the skirt, which is normal after crimping and use. All leaflets were wrinkled and dehydrated, one leaflet torn, due to the storage condition (prolong crimping) during the return handling process. Presence of flex tip gouges on the delivery system was observed along with compression marks on distal end of flex shaft. The sheath hdpe was damaged and liner torn. No functional or dimensional testing were able to be performed due to the device's return condition. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to these same event codes. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed. During delivery system insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, a product risk assessment is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. The pra documents the difficulty advancing delivery system through sheath, resulting in procedural delay, which did occur during this event. As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues per the pra, a corrective action preventative action was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. The frame damage was confirmed from the evaluation of the returned valve. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'while inserting the commander through the 14fr esheath, the valve got stuck and a frame strut bent and puncture the esheath.' Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Per case notes, moderate tortuosity and calcification were present in patient's access vessel. The presence of tortuosity and calcification in access vessel can create a challenging pathway as it can create sub-optimal angles for delivery system (crimped valve) insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance for delivery system/thv advancement. During product evaluation, compression marks and flex tip gouges were observed, indicating excessive device manipulation. If excess force was applied to overcome resistance during the delivery system advancement, valve struts can get caught on and damage the sheath and result in damage to valve frame (inflow strut bent outward). These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-02173. Investigation is on-going.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a 26mm sapien 3 ultra valve during a tf tavr case. While inserting the commander delivery system through the 14f esheath, the valve got stuck and a frame strut bent, puncturing the esheath. All devices were removed successfully, and the case was complete with the new set of devices. The patient was doing well post procedure. Per medical opinion, the calcification pushed into the sheath liner and bent the frame strut on the outflow side. No patient injury and no vessel damage. Provided images of the product, showed a distal tip split on the esheath.